Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, psychological trauma and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, psychological trauma and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: migration, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, fibroids and she did not undergo an essure confirmation test. Essure implant date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included uterine enlargement, dysmenorrhoea, menorrhagia and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, heavy menstrual bleeding, psychological trauma and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, heavy menstrual bleeding, psychological trauma and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received-new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.